Event description:
Difficulties experienced controlling bleeding, sutures were required ( to hold device in place, unsure if this was what was meant). [Device difficult to use] upon removal a piece was found to have "broken off"/unsure if this was done or just discussed. Inadvertent puncture of device. [Device breakage] difficulties removing device, reopen surgical wound to remove, unsure if this was done or just discussed. Inadvertent puncture of device [wrong technique in device usage process] case narrative: this spontaneous report originating from the united states was received from a physician referring to a female patient of unknown age. The patient's historical conditions included uterine fibroids, pregnancy and non-scheduled cesarean section. Her current conditions included gravida 5, and para 1. Her concomitant medications included oxytocin (pitocin), methylergometrine maleate (methergine), and carboprost trometamol (hemabate). Estimated blood loss prior to vacuum-induced hemorrhage control system (jada system) was 2500 ml. Her past drugs/ allergies and concomitant medications were not reported. This report concerns 1 patient and 1 device. On an unknown date, the patient was 8-9 cm dilated and was placed with vacuum-induced hemorrhage control system (jada system) via intravaginal route by the attending physician for postpartum hemorrhage after non-scheduled cesarean section. It was reported that there were difficulties experienced while controlling bleeding, and sutures were required to hold the device in place (device difficult to use). Reportedly, difficulties were also experienced while removing the device. The surgical wound was reopened to remove that device, unsure if this was done or just discussed, and there was inadvertent puncture of device (wrong technique in device usage process, device physical property issue), with no further details. The estimated blood loss after the device was 2700ml. Reportedly, unspecified blood products were required. The physician requested for best practices in cases where large volume hemorrhages occurred and asked if there were any contraindications to using sutures around the device. It was unknown if the vacuum-induced hemorrhage control system (jada system) was available for evaluation. For vacuum-induced hemorrhage control system (jada system), lot number and serial number were not provided. Upon internal review, the event of device difficult to use was considered to be serious due to the required intervention. Medical device reporting criteria: serious injury. When the lot number is unknown, a technical investigation of the specific manufacturing process which includes review of records associated with a known lot number cannot be performed. Imdrf code: (health effects - health impact per annex f): f2302 blood transfusion (patient required an infusion of whole blood or a blood component directly into the bloodstream). Follow-up information has been received from the physician via company representative on 18-oct-2023. The physician reported that the vacuum-induced hemorrhage control system (jada system) was placed, and the events occurred sometime in september 2023. The device was not able to "handle the hemorrhage" therefore a "b-lynch" suture and an "o leary" suture were placed. The vacuum-induced hemorrhage control system (jada system) had been "accidentally sutured in place" and upon removal a piece was found to have "broken off" (device breakage, onset date: unknown date in september 2023). The physician also reported that they "explored" and "found the piece". The piece was removed, and they did not have any photos of the "piece". The physician stated that there was no guidance in the vacuum-induced hemorrhage control system (jada system) instructions for use (IFU) regarding "o leary" sutures or checking vacuum-induced hemorrhage control system (jada system) for missing pieces upon removal if a suture was placed during use. Additionally, the event of device physical property issue was deleted. Upon internal review, the event of device breakage was considered as serious due to required intervention. Medical device reporting criteria: serious injury. When the lot number is unknown, a technical investigation of the specific manufacturing process which includes review of records associated with a known lot number cannot be performed.

Manufacturer narrative:
Based on the information we have received, there is no indication that the device malfunctioned. The device is assembled according to specifications. In process and finished product testing are performed and approved prior to release.

Manufacturer narrative:
Based on the information we have received, there is no indication that the device malfunctioned. The device is assembled according to specifications. In process and finished product testing are performed and approved prior to release.

Event description:
Difficulties experienced controlling bleeding, sutures were required ( to hold device in place, unsure if this was what was meant). [Device difficult to use] difficulties removing device, reopen surgical wound to remove, unsure if this was done or just discussed. Inadvertent puncture of device [wrong technique in device usage process] unsure if this was done or just discussed. Inadvertent puncture of device. [Device physical property issue] case narrative: this spontaneous report originating from the united states was received from a physician referring to a female patient of unknown age. The patient's historical conditions included uterine fibroids, pregnancy and non-scheduled cesarean section. Her current conditions included gravida 5, and para 1. Her concomitant medications included oxytocin (pitocin), methylergometrine maleate (methergine), and carboprost trometamol (hemabate). Estimated blood loss prior to vacuum-induced hemorrhage control system (jada system) was 2500 ml. Her past drugs/ allergies and concomitant medications were not reported. This report concerns 1 patient and 1 device. On an unknown date, the patient was 8-9 cm dilated and was placed with vacuum-induced hemorrhage control system (jada system) via intravaginal route by the attending physician for postpartum hemorrhage after non-scheduled cesarean section. It was reported that there were difficulties experienced while controlling bleeding, and sutures were required to hold the device in place (device difficult to use). Reportedly, difficulties were also experienced while removing the device. The surgical wound was reopened to remove that device, unsure if this was done or just discussed, and there was inadvertent puncture of device (wrong technique in device usage process, device physical property issue), with no further details. The estimated blood loss after the device was 2700ml. Reportedly, unspecified blood products were required. The physician requested for best practices in cases where large volume hemorrhages occurred and asked if there were any contraindications to using sutures around the device. It was unknown if the vacuum-induced hemorrhage control system (jada system) was available for evaluation. For vacuum-induced hemorrhage control system (jada system), lot number and serial number were not provided. Upon internal review, the event of device difficult to use was considered to be serious due to the required intervention. Medical device reporting criteria: serious injury when the lot number is unknown, a technical investigation of the specific manufacturing process which includes review of records associated with a known lot number cannot be performed. Imdrf code: (health effects - health impact per annex f): f2302 blood transfusion (patient required an infusion of whole blood or a blood component directly into the bloodstream.